Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to critical pump error (open book image) alarm. Device received with cracked case (battery tube) and broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 22.6 mmol/l was 3 hours ago before calling to helpline and other relevant blood glucose value was 8.5 mmol/l. Customer stated that the insulin pump had critical pump error alarm after being in swimming pool. Customer stated that the insulin pump had a critical pump error alarm was displayed before the open book image was displayed on the screen. The customer was assisted with troubleshooting. The device will be returned for analysis.